Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information- correction d4: additional device information- correction to remove lot number h2: type of follow up- correction

Event description:
Subsequent to the initial MDR, a correction is required.